Event description:
The customer reported via phone call that the insulin pump alarmed motor error as well ad no delivery in the past. The customer's blood glucose was unknown. The customer was unable to troubleshoot the issue at the time of the call due to the occurrence of the alarms in the past at least three years ago. The customer explained that he freed the tubing to resolve the alarm. The customer declined to return the infusion set, reservoir and insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.